Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation. It is unknown if the device was in use, on a patient, at the time of detection of the alleged issue.

Event description:
The customer alleges that a piece of paper originating from the filter got stuck in the ceramic disc at the level of the breathing valve.